Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the top portion of the jaw on the articulating enseal instrument broke off into the patient during a robotic assisted laparoscopic hysterectomy. The sales rep said the jaws of the instrument didn't come into contact with any metal object or staple lines. The broken jaw was removed from the patient with no change in procedure. A second enseal device was used to complete the case with no consequence to the patient.

Manufacturer narrative:
(B)(4). Device was received with top of jaw separated from bottom of jaw and not returned and with the cord cut off. There were no other visual issues noted. There was no skiving (damage) of the shaft cover material. Under magnification there were some deep scratches noticed on electrode. Functional testing could not be performed due to the separated jaw but mechanical testing was done and the device performed as required during testing for rotation and articulation. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.